Manufacturer narrative:
MDR 2517506-2019-00497 was filed on 27-dec-2019. Associated MDR 2517506-2019-00498 was filed on 27-dec-2019. Additional information (02-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant imprecise cardiac troponin I (tni) results on the dimension exl 200 instrument. Hsc evaluated the information provided and the instrument data files. No issues with the instrument or reagent were identified. A review of the quality control (qc) and calibration data did not indicate imprecision in recovery in the qc and calibration performance. The qc and calibration were within conformance at the time of the event. No additional discordant tni results were reported. The cause of the discordant tni results is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications no further evaluation is required.

Manufacturer narrative:
MDR 2517506-2019-00498 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported discordant cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant imprecise cardiac troponin I (tni) results were obtained on patient sample on a dimension exl 200 instrument. The same sample was reprocessed on the same instrument and a lower result was obtained. The initial result was reported to the physician(s) after the same sample was re-centrifuged and had obtained high results. Two new samples were drawn from the same patient and lower results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.